Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2017. The customer reported being sent from the physician¿s office to the hospital. The blood glucose value at the time of admission 667 mg/dl. The customer was treated with an insulin drip. The cause of the hospitalization per the healthcare provider was bad insulin. The customer was not wearing the pump at the time of the hospitalization. The customer had been off the insulin pump for less than 48 hours. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.